Event description:
On (B)(6) 2012 the reporter contacted animas to report the basal rate settings in the pump were incorrect or missing. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 01/31/2013, device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no alarms or errors related to the complaint. Review of the basal history revealed a 0.00 unit basal rate was programmed into the pump on (B)(4) 2012 from 00:31 to 06:46. The pump was exercised for 24 hours with no delivery issues and no changes in the basal rate occurring. A 10 unit normal bolus was successfully performed and recorded in the bolus history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the complaint.